Manufacturer narrative:
Additional information: a non-medtronic 7fr (terumo) sheath and 0.035 (terumo j) guidewire were also used during treatment. Embolic protection was not used. No damage was noted to the packaging of either visi-pro device prior to use. The IFU was followed and the devices were prepped without issue. The target treatment area was in the proximal location of patients right common iliac artery and deep right femoral artery. The severely calcified lesion is reported to have exhibited 70-90% stenosis. Slight tortuosity was reported. Pre-dilation was not performed. The device was not passed through a previously deployed stent and no resistance was encountered when advancing the device. One stent was expanded into the right common iliac artery and the other was expanded into the right deep femoral artery using other balloons. No effect on the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a visi-pro device. It was reported that stent dislodgement from the balloon occurred with two stents during delivery to the lesion. It was reported that the stents are implanted in the patient. There were no abnormalities reported in relation to anatomy. There was no patient injury reported.